Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated with one resolute onyx stent. Cec adjudicated non-q-wave mi of the target vessel, 3rd udmi peri-pci occured and that there was slow flow in diagonal post-procedure.